Event description:
Information was received indicating that a smiths medical administration set was implicated in an under infusion issue. The administered volume is lower then the programmed one and the pump does not alarm. When changing the tubing the issue disappeared. It was noted that the infusion bag overfilled with 200ml instead of 100ml. 8ml was programmed and only 3ml was delivered. The infusion was not life sustaining, but was for pain management. There were no reported adverse events.

Manufacturer narrative:
H3: two cadd administration set samples from p/n 21-7324-24 l/n 3891207 were received in unused conditions inside a plastic bag with its original packaging. The samples were visually inspected at a distance of 12" to 16" under normal conditions of illumination. No damages were detected on the samples, however, the arch height pump tube was too low and almost flat. The samples were set for accuracy testing using a cadd solis vip pump to look for unusual function. From the two samples received, only one sample was tested due to the confirmation of the reported failure mode. The administration set failed delivery accuracy by -8.83%.relevant documents were reviewed and deemed adequate and correct with respect to testing and inspection activities. The reported issue was able to be duplicated and the problem source was traced to manufacturing.